Event description:
It was reported that the patient was experiencing a constant sensation of stimulation throughout the body with strong sensations focused on the arms and groin even if stimulation was turned off. Reprogramming was performed which caused extreme discomfort. It was also noted that the patient was experiencing a burning sensation on the legs and had difficulty walking. The patient was admitted to the hospital.

Event description:
It was reported that the patient was experiencing a constant sensation of stimulation throughout the body with strong sensations focused on the arms and groin even if stimulation was turned off. Reprogramming was performed which caused extreme discomfort. It was also noted that the patient was experiencing a burning sensation on the legs and had difficulty walking. The patient was admitted to the hospital. Additional information was received that the patient underwent an ipg explant procedure. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Sc-1132 (sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient was experiencing a constant sensation of stimulation throughout the body with strong sensations focused on the arms and groin even if stimulation was turned off. Reprogramming was performed which caused extreme discomfort. It was also noted that the patient was experiencing a burning sensation on the legs and had difficulty walking. The patient was admitted to the hospital. Additional information was received that the patient underwent an ipg explant procedure. No further information has been obtained despite good faith efforts.